Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, an occlusion alarm occurred. The customer's blood glucose (bg) was 120 mg/dl. Reportedly, the customer was bending over when the occlusion alarm occurred, and believed that the infusion tubing could have been bent due to the body positioning at the time of the alarm. The customer resolved the alarm by resuming insulin delivery on the pump, and declined to troubleshooting the issue with tandem technical support.